Event description:
Provider states that the bed is missing a bed rail and attaching hardware for the bed rails. The provider called back and advised the bed rail has broken loose from the bed, enduser has the broken pieces at home, bed has been in same spot since received.